Event description:
It was reported that the valve of the sheath was not functioning and leaking before use. There were no patient complications reported.

Manufacturer narrative:
One hemostasis-type introducer was received with the dilator and one 18 gauge thin wall needle. Leak testing was performed with and without a catheter inserted and leakage was observed without the catheter. The introducer valve internal components were examined and the duckbill valve was found torn with half of the duckbill valve missing (not returned). This condition will allow leakage when a catheter is not inserted through the introducer valve. A tear in the wiper gasket or duckbill valve may occur if the dilator is inserted at an angle through the housing, first puncturing a hole and tearing to the center hole in the wiper gasket and then puncturing the duckbill valve and tearing as the dilator is pushed through the valve housing. The IFU shows a diagram of the dilator being inserted straight through the valve housing. There was no other damage observed. Leak testing was performed using a pressure system with water and heise gauge pressurized to 300mmhg. The test was using a laboratory sample catheter. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the event. No actions will be taken at this time.